Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) pacing percentage is less than 90 percent, with pacing at 77 percent in january of this year. It was also noted a ventricular event was recorded last month that showed noise oversensed on the right ventricular (rv) lead with inhibition of pacing for a maximum of three seconds. The presenting electrogram (egm) shows appropriate function with the ventricular impedance and threshold measurements stable. It was recommended to have a lead assessment with a programmer. At this time, the device and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) pacing percentage is less than 90 percent, with pacing at 77 percent in january of this year. It was also noted a ventricular event was recorded last month that showed noise oversensed on the right ventricular (rv) lead with inhibition of pacing for a maximum of three seconds. The presenting electrogram (egm) shows appropriate function with the ventricular impedance and threshold measurements stable. It was recommended to have a lead assessment with a programmer. At this time, the device and rv lead remain in service. No additional adverse patient effects were reported.